Event description:
Pt underwent a femoro-popliteal bypass procedure in 2008. Graft occlusion was evidenced 3 days post surgery. A thrombectomy was performed on twelve days later. Upon verification of the procedure, a leak was evidenced in the prosthesis. The graft was explanted and returned to the manufacturer for examination. Procedure was completed using another vascular prosthesis. Pt was reported to be fine.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number was assigned to this report. Explanted graft was sent to an outside laboratory for histopathological examination. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. One product from the same batch number than the complaint device underwent water permeability testing. Tests results indicated values well within product specifications. No conclusion can be drawn until the histopathological examination is completed. A follow-up report will be submitted within 30 days upon receipt of additional info.